Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Unknown, assumed 1st day of month that complaint was reported. The patient was readmitted for CT scan and observation. Patients presented with pain in front upper left quadrant and back pain. What appears to be a small gas pocket visible in CT scan high on staple line. The surgeon typically uses 2 green then 4 blue reloads. No further medical intervention was required to repair the leak. The patient was fed last thursday, (B)(6) 2015, in the hospital and was pain free. She is now at home and doing fine.

Event description:
It was reported that the initial sleeve gastrectomy went well. A (B)(4) were used as well as buttressing material. The procedure was completed with no patient consequence. Three weeks post-op the patient was experiencing pain. The patient was brought back to the hospital and a CT scan was performed where a gas pocket, gastric leak was detected in the upper left quadrant. The patient was admitted and on (B)(6) 2015 they are going to perform an egd to determine the surgeon's next steps. The initial device was discarded.

Manufacturer narrative:
(B)(4).the patient did eventually come back 3-5 weeks post-op of the original surgery date to have an abscess drained that was located on the original staple line. The removal of the abscess was done in the or laparoscopically. The patient is at home and is doing fine.